Manufacturer narrative:
The event occurred on an unreported date "in the past two days." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with unspecified anti-inflammatory drug (intraperitoneal) for the event. At the time of this report, the patient was still in the hospital and has not recovered. Pd therapy was ongoing. The reporter declined to provide additional information.